Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 65 mg/dl. The customer had 5 glasses of (B)(6), nachos and glucose tablets. Customer has gone to emergency room but was not admitted since his blood glucose back up with what he took and his insurance went out and just got it reinstated about a month ago.